Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a single leaflet device attachment (slda) and increased mitral regurgitation (mr). It was reported that the this was a mitraclip procedure performed on (B)(6) 2018, to treat degenerative mr with a grade of 4. One clip was implanted, reducing mr to 1. On (B)(6) 2019, it was discovered during a follow-up visit that the clip possibly detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The mr increased to 2. No additional treatment was performed. The patient is stable and went home. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no indication of a lot specific product issue. All available information was investigated. A cause for the single leaflet device attachment (slda) was unable to be determined. The reported recurrent mitral regurgitation (mr) appears to be a cascading effect of the sdla. The reported patient effect of worsening mr is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.